Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein all the devices were removed. Malfunction was not suspected.

Event description:
A report was received that the patient is experiencing facial swelling and pain where the leads are placed. The patient was administered oral antibiotics and antihistamines. There will be no further course of action.

Event description:
A report was received that the patient is experiencing facial swelling and pain where the leads are placed. The patient was administered oral antibiotics and antihistamines. There will be no further course of action.

Event description:
A report was received that the patient is experiencing facial swelling and pain where the leads are placed. The patient was administered oral antibiotics and antihistamines. There will be no further course of action.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm; model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm; model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. Additional information was received that the physician believed the event to be an allergic reaction to some component of the leads and not an infection. It was noted that this was not related to the procedure and no cultures were taken. The patient will undergo an explant procedure in the near future.